Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with kyphoplasty therapy. It was reported that the, cement was filled on the left and right sides with one bfd (1.5cc). After confirming that there was no leak, the second bfd of cement was filled on the right side, when 1.3cc of cement was filled on the left side, it was confirmed that the cement leaked from the posterior wall on the left side, so the filling was stopped. Cement solid was confirmed and the wound was closed. There were no symptoms reported. There were no further complications reported regarding the event.